Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation results: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: yellow particles on the surface of the shell. Delamination of the plug strap. Yellow particles inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted and replaced.